Manufacturer narrative:
E1) establishment name: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed. The air/water supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign object coming out of the nozzle, other evaluation findings are as follows: the air/water cylinder had foreign objects; water tightness was lost due to a crack on the suction connector; the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped with a white clouded area; the suction connector was dirty due to water leakage and cracked; the upward/downward knob and the suction cylinder were corroded; the objective lens was discolored; there was a partially dark area on the image due to dirt on the objective lens; and there were scratches on the bending section cover, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and flushed the air/water nozzle channel with the detergent solution. The customer also presoaked the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the foreign material possibly remained in the device since the reprocessing was deviated from the instruction manual. However, the root cause of the events could not be determined. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a water supply failure during a procedure. There was no report of patient harm. The device was returned, evaluated, and a foreign object came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.